Event description:
Country of complaint: (B)(6). Thread breaks often.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Mfg site eval: samples received: 1 unopened box with 24 pouches. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfil OEM requirements. There are no previous complaints of this code/batch. There are no units in OEM stock. All packs received are tight. Knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Knot pull tensile strength results before releasing the product were in accordance with OEM specifications. Final conclusion: the complaint is not corresponding (not justified).